Manufacturer narrative:
The suture mediated closure (smc) system was returned for analysis. The difficult to insert was confirmed, however, it appears this was caused by the dried blood post procedure rather than in procedure. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the reported difficulty cannot be determined. The subsequent treatment is related to the circumstances of the procedure. In this case, it is possible the sheath was kinked in vitro; however, this cannot be confirmed. There was no damage or manufacturing issue noted with the return device. The dried blood in the sheath and on the seal are likely incidental from the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly the device could not be loaded onto a 0.035" guidewire. A new prostyle device was used successfully with the same 0.035" guidewire to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.